Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a potential infection or an inflammatory reaction coincident with the use of actifuse abx. The cause of the potential infection (not further specified) or the inflammatory reaction (not further specified) was not reported. The indication for use of the actifuse was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported and no further detail regarding the patient's outcome was provided. No additional information is available.

Manufacturer narrative:
(B)(4). Due to the receipt of additional information, it was reported that this patient event of ¿a potential infection or an inflammatory reaction¿ coincident with the use of actifuse abx did not occur. Therefore, actifuse is no longer considered a suspect product with regards to this erroneous report. Should additional relevant information become available, a supplemental report will be submitted.